Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing transmitted device data, post-paced t-wave oversensing was noted on the device. Technical support was contacted, and the device was successfully reprogrammed. The patient was stable with no consequences.

Event description:
New information received indicated the device required further reprogramming which was successful, to resolve the post-paced t wave over-sensing episode. The patient remained in stable condition.

Event description:
New information received notes the device was reprogrammed an additional time to resolve the post-paced t wave over-sensing episode.